Event description:
The customer reported to olympus, the evis exera iii colonovideoscope cables were defective. The device was returned for evaluation. During the device evaluation, white foreign material was found in the air water cylinder and tube, and the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device evaluation confirmed the customer¿s allegation of cable damage. It was found that due to wear of the angle wire, bending angle in the right direction did not meet the standard value. In addition, the following findings were observed: the switch 1 was cut, the air water (aw) cylinder and suction cylinder had no color. The scope connector case unit was dented. The plug unit was scratched. The label on the suction connector was peeled. Due to a burn on the probe cover the insulation resistance value at the distal end did not meet standard value. The bending tube was deformed. The connecting tube and universal cord were scratched. Lastly, water could not be supplied due to clogging of the jet tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water cylinder, air/water channel, and auxiliary water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.